Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and atrophy at the cuff site. The aus was explanted and replaced with a new device with a smaller cuff. There were no additional patient complications reported.